Manufacturer narrative:
The cartridge and extension were inspected. After inspecting the extension, it was noticed that the threads on the male lock were deformed. The root cause is a supplier molding issue resulting in the damaged leur lock on the extension set. At this time further investigation is ongoing with our supplier under scar1507.

Manufacturer narrative:
Sample is available and currently in the process of being sent in for evaluation. Once the evaluation is finished a follow up report will be filed.

Event description:
Under investigation one more cartridge with leakage when connected to stopcock. Not able to screw luer properly. Users changed to a new cartridge and the problem was solved. Neither patient injury nor medical intervention has been reported. It was stated on the attached report that this occurred during the procedure.